Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge was fluctuating. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and during troubleshooting the pump was working as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.